Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that the patient underwent left m2a hip arthroplasty on (B)(6) 2008. Subsequently, patient alleges pain, discomfort, dysfunction, loss of range of motion and metallosis. A review of invoice history confirms a revision procedure was performed on (B)(6) 2011. The head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that patient underwent left m2a hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, discomfort, dysfunction, loss of range of motion and metallosis. A review of invoice history confirms a revision procedure was performed on (B)(6) 2011. The head modular and acetabular component were removed and replaced. Additional information received in patient medical records state the patient was revised due to aseptic loosening, compression of the sciatic nerve and ossification. Surgeon noted clear fluid and the presence of a psuedotumor during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And number 14,"intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for this event (reference 1825034-2013-01647 / 01648). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.